Event description:
The patient was going to have an MRI but it was not related to the device. She was going to have the device taken out at some time and she has been speaking with her doctor about it. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 399930, lot# v000265, implanted: (B)(6) 2005, product type: lead. (B)(4).